Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2013 and suture was used for knotted suturing of the gastrointestinal tract. When the needle passed through the tissue, it broke. It was reported that the needle holder and the needle did not work well together, and perhaps that is the reason for the needle breakage. The needle piece was retrieved and there was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: a needle that broke in the body was submitted for evaluation. A visual inspection was performed. The needle exhibited amounts of intergranular and possibly some transgranular failure. These failure modes are not common for a sh-1 needle, which typically fails primarily in a ductile manner.